Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was attempted to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the user advanced the stent system to the common bile duct and began deployment. However, when the user attempted to reconstrain the stent for repositioning, the stent failed to reconstrain. No issues were reported with the handle of the delivery system. The stent was removed from the patient partially deployed. It was noted that bile sludge was present within the stent and may have contributed to the reconstrainment difficulty. The procedure was completed using a plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.